Manufacturer narrative:
Device evaluation: lens returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found haptic broken and blood-like substance; debris (threadish). Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicm5_13.7, -9.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a same size toric lens due to refractive surprise. The problem was resolved.